Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 59.4 cm distal to the distal end of the strain relief as well as multiple kinks along several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A 2.75 x 12mm synergy drug-eluting stent was selected for use. However, it was noted that the device was not moving smoothly on the wire and the shaft broke in two pieces. The broken piece was removed from the wire and the procedure completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. A 2.75 x 12mm synergy drug-eluting stent was selected for use. However, it was noted that the device was not moving smoothly on the wire and the shaft broke in two pieces. The broken piece was removed from the wire and the procedure completed with another of the same device. There were no patient complications reported.